Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter of an extension set; no further details of the event were provided. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref 306500, lot 532011c, exp nov 15 2018, 09% sodium chloride; therapy date unknown. The customer¿s report of a leak at the filter was confirmed. Functional testing found that there was a leak between the seam of the top base and bottom base of the filter. The root cause of the leak at the filter was determined to be a supplier raw material issue at the ultrasonic weld area of the filter.